Event description:
It was reported that the patient presented to the hospital emergency room on (B)(6) 2023 with arrhythmia. Upon interrogation of the implantable cardioverter defibrillator (ICD), it was noted that the patient did not receive any therapy or shocks for the ventricular fibrillation as the device was under-sensing ventricular fibrillation signals due to programming error. The patient was then defibrillated with an external device and no other intervention was done. The patient expired (B)(6) 2023.